Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the x-ray controller board and the 5 volt power supply. The system operates as intended.